Event description:
On (B)(6) 2010 pt underwent repair of symptomatic incarcerated incisional hernia. Pt developed signs of abscess / infection and returned to hospital on (B)(6), underwent removal of mesh for clinical signs of necrotizing fascitis on (B)(6), following by additional procedures for irrigation, wound debridement and placement of wound vac. Pt discharged home on (B)(6) with plan for further f/u.